Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology radical cystectomy surgical procedure, the customer reported to technical service engineer (tse) that the erbe gives constant c-34 errors when activating monopolar and bipolar energy. Tse confirmed the error on the system logs. The customer restarted the erbe and used a different power outlet. The customer opted to use the e-100 to finish the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the generator was started normally in the morning, the operation was started. During the operation the generator on the display began to flash white and a power supply was no longer possible. Also an off and on again that the device does not start again. The generator was in perfect condition before the operation; there were no known error messages. After this incident, the generator could no longer be used.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported fault could not be confirmed or reproduced during in-house testing. Visual inspection found that the device did not power on when the main switch was turned on, but no additional anomalies were observed that could be associated with the reported issue. Since the fault could not be identified and further internal analysis could not be performed, the unit will be sent to the original equipment manufacturer for additional investigation and possible repair. The probable root cause or error c-34 could be attributed to faulty electrical components inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.